Event description:
The customer reported to olympus, during reprocessing, the evis exera ii ultrasound gastrovideoscope tested positive for contaminates. On (B)(6) 2023, the distal end tested positive for greater than 80 colony forming units (cfus) of pseudomonas aeruginosa. On (B)(6) 2023, all channels tested positive for greater than 80 cfus of pseudomonas aeruginosa. On (B)(6) 2023, the total endoscope tested positive with greater than 80 cfus. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report dated 02aug2023, indicated all channels of the scope were cultured and tested positive for 4 colony forming units (cfus) of stenotrophomonas maltophilia. The results obtained were not satisfactory. The distal end of the scope was cultured and tested positive for 12 cfus of micrococcaceae. The results obtained are considered satisfactory. The total endoscope was cultured and tested positive for 16 cfus. The results obtained are not satisfactory, for the parameters sought, for an endoscope subjected to disinfection of intermediate level and rinsed with bacteriologically controlled water. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing and the device evaluation and the legal manufacturer's final investigation. Olympus reprocessed the subject device according to the instructions for use (IFU) and re-culture tested the device where the results were less than 1cfu with no microbial indicators. The results obtained comply with the country regulations. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: breakage of the channel mount. Breakage of the mouthpiece. Scratch on the suction cylinder. Scratch on the air/water cylinder. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.